Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that insulin pump had was not alerting high blood glucose and low blood glucose. Customer¿s blood glucose was unknown at the time of incident. Customer states that they experienced high blood glucose and low blood glucose. Customer states that want to know why insulin pump was not making noise. Customer currently on chemo therapy. The insulin pump will not be returned for analysis.